Event description:
The customer reported a problem with a false negative result for sscii test (p1+p2 both should have ++ and the result was - for both) when testing on tango optimo. A field service engineer inspected thoroughly the affected tango instrument and found the camera values to be out of specification. Positive test results would be interpreted as being negative by the camera. The camera was readjusted to be within specification. Since then the instrument has been running without any other complaint from this customer.

Manufacturer narrative:
This is our combined initial and final report on this incident